Event description:
The customer reported that following a renal stent procedure in 2004, a vasoseal elite was deployed. Following the deployment, manual compression was held to secure hemostasis. While pressure was being held, the pt's blood pressure and heart rate dropped below baseline. The pt was also diaphoretic and nauseated. A bolus of approximately 1000 cc of normal saline was administered. Hemostasis was achieved and the blood pressure increased to 102/58 after the fluids and release of manual pressure. A CT scan of the abdomen was obtained to assure there were no problems. A retroperitoneal bleed was noted and the pt was kept overnight for observation. No required intervention or further complications were reported.